Event description:
Surgeon reported an erosion, with surgery three months previously. Device not available for return. Revision surgery planned but not scheduled at this time. Follow-up findings: patient presented five months prior complaining of problems with reflux and difficulty with swallowing. Gastroscopy confirmed esophagitis proximal to the band. A 2.5mls of fluid was removed from the band and the patient was discharged. This resolved the symptoms. Patient presented with severe epigastric pain two days prior to explantation of band. The band erosion consisted of 25 % of the circumference and posterior. The lap-band system was removed and the patient has made an uneventful recovery. Follow-up findings: the replacement apl lap-band system was implanted seven months later.

Manufacturer narrative:
Taper ii. (B)(4). The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter discarded the device when it was explanted and it is no longer available for return. Therefore, allergan will not receive it and no analysis or testing will be done. Erosion, abdominal pain, dysphagia, reflux and inflammation are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of pain as follows: warnings "11. Patients must be carefully counseled on the need to report all vomiting, abdominal pain or other gastrointestinal or nutritional issues as these symptoms may indicate a condition not related to the lap-band system." Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery, after the use of gastric-irritating medications, after stomach damage and after extensive dissection or use of electrocautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection, or abdominal pain. Re-operation to remove the device is required." Device labeling addresses the reported event of irritation/inflammation as follows: "contraindications the lap-band system is contraindicated in: patients with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease." Device labeling addresses the possible outcomes of dysphagia and reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."